Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump is not working. Customer reported that the pump caused them "to get sick from not properly working". Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.